Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed for the recorded bolus only. Indeed, bolus events are recorded but for simple bolus, 2 events are recorded each time (at press key and at release key). The device was returned to our laboratory for analysis. Upon reception, the device was submitted to some tests in order to confirm the reported issue. The results of the tests showed that the bolus screen appeared without action on the keyboard but no bolus has been launched. Moreover, the device can be stopped and switch off. Also, the reported event was partially reproduced. Then, the internal check showed infiltration traces under the keyboard and pollution/oxydation traces on some keys. This check confirmed the reported event. Indeed, infiltrations oxidize the matrix and disable the keyboard. The root cause of the reported event is likely due to usability (infiltration in the keyboard). In addition we strongly recommend users to follow the disinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keyboards provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "at 14:15, the syringe pump gave a high-frequency alarm. Without external influence or operation, the syringe pump delivered a bolus starting at 21.5ml/h while norepinephrine was being administered. The alarm did not go off, and the device could not be turned off. When handed over to medical technology, the syringe was removed, the syringe pump was still in alarm mode (pulsating continuous tone), could not be acknowledged. The pump could not be switched off and does not respond to any keystroke." Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.